Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed on a lesion. During the procedure it was noticed that there was damage to the 2.5 x 24mm synergy xd drug eluting stent at the distal portion of the device. The stent was removed and the procedure was successfully completed with another of the same device without further issue or patient injury.